Event description:
Tip of multifire scorpion needle broke off from instrument while performing a shoulder arthroscopy. It was visualized by the surgeon and removed immediately. No harm to pt. Dates of use: (B) (6) 2010. Diagnosis or reason for use: during shoulder surgery.